Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Pump supplies were changed to resolve the occlusion. Blood glucose was approximately 500 mg/dl and insulin injections were administered to address bg. Customer reverted to using another pump for insulin therapy.